Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer's blood glucose value was unknown. Customer reported that he needs to turn the pump off it's beeping and had insulin flow blocked alarm and reservoir was empty. Customer reported cleared insulin flow block alarm and put pump in storage mode. The device will not be returned for analysis.